Manufacturer narrative:
Patient's weight is unknown.

Event description:
Per complaint (B)(4), implant failed to integrate. Patient experienced no injury.

Manufacturer narrative:
The original MDR 3500a for this event was submitted in error. The return for this part was never received and irrecoverable. (B)(6) 3/24/2021.